Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced low blood glucose levels of 44 mg/dl. The customer's mother stated her daughter's insulin pump is not working. The customer was playing volleyball when she went to the sideline to test the insulin pump but saw a blank screen. The customer's mother declined to troubleshoot for a low blood glucose level. The customer's mother treated the low blood glucose reading with (B)(6). The customer's mother stated that the insulin pump alarmed failed battery. The customer's blood glucose reported that the failed battery test alarm did not recur at the time of call. The customer will be sent to a new battery cap and nothing will be returned for analysis.